Manufacturer narrative:
Age, sex, weight and ethnicity: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access free t4 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. Quality control was within specifications at the time of the event. Other system performance indicator information such as system checks or calibrations were not supplied. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On june 19th, 2019, the customer reported that on (B)(6) 2016, a questioned low access free t4 result of 0.8 (units not provided) had been generated on the customer¿s unicel dxi 600 immunoassay analyzer (part number a71460 and serial number (B)(4)) for one patient sample. The results were reported out of the lab. The customer did not provide the reference range. The customer reported a change to patient treatment which occurred in connection with this event. The customer noted that too much thyroid was given. Additional details of this change to patient treatment were not provided. No report of additional changes to patient management were provided. Quality control results were passing within specifications at the time of the event. Other system performance indicator information such as system checks or calibrations were not supplied. There were no errors or events reported on the unicel dxi 600 immunoassay system at the time of the event. The sample was centrifuged at 3000 rpm for 8 minutes. The customer noted that the sample was a bd rst tube with thrombin-based clot activator and polymer gel. No other sample processing information was provided.